Event description:
Same case as manufacturer's report# 6000089-2007-00764. It was reported that during a superior vena cava stenting treatment procedure, patient complications occurred, resulting in death. The lesion being treated was a short stenosis which was accessed from the jugular vein. It is noted that the lesion was not predilated. The physician delivered and deployed the wallstent through the stenosis, with the stenosis seeming to sit in the middle of the stent. Upon removing the delivery system, "the olive on the end of the system caught on the stent" and moved the stent, so only the distal end of the stent was through the stenosis. This then required a second stent to be deployed. It was delivered through the original stent and overlapped the original stent to cover the stenosis. The second stent was post-dilated with a 14mm balloon to ensure it had fully expanded and covered the stenosis. The final stent result was well positioned and well apposed; however, the patient began to deteriorate on the table, and subsequently suffered a cardiac arrest. Resuscitation was performed, but was unsuccessful. A post mortem has been carried out and the cause of death was noted as perforation of the superior vena cava, due to stent protrusion. This event did not involve a thrombus or dissection.

Manufacturer narrative:
Device analysis: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.